Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No serious or prolonged patient harm or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for investigation. The allegation and probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).